Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 9 months.  The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that during system controller history interrogation, four low flow alarms occurred from (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 with fevers associated with bacteremia. Lactate dehydrogenase (ldh) values were stable and no hematuria was found on urinalysis. Lvad power consumption was stable when compared to previous readings. The patient was off of all antiplatelet therapy and anticoagulation therapy due to a history of life threatening gastrointestinal bleeding. Log file analysis completed by the manufacturer¿s technical services representative confirmed low flow events began on (B)(6) 2017. Additional information was requested, but was not provided.

Manufacturer narrative:
Correction to event date based on onset date of infection. Approximate age of device ¿ 2 years and 11 months.

Event description:
Additional information: the patient¿s history of gastrointestinal bleeding began on (B)(6) 2015. Multiple esophagogastroduodenoscopy (egd) revealed diffuse gastritis with few areas of ulceration in the proximal to mid lesser curvature, a small hiatal hernia, and mild duodenitis in the proximal duodenum. It was reported that the bacteremia was associated with an ongoing driveline infection which was identified on (B)(6) 2011. Patient was treated with antibiotic infusion therapy. On (B)(6) 2017, patient was in ventricular fibrillation (vf) and was unsuccessfully defibrillated and intubated in the field under the direction of the family. Patient transported to hospital and family decided to withdraw care. On (B)(6) 2017, patient expired due to sepsis.

Manufacturer narrative:
No product was returned for evaluation. Although the evaluation of the submitted system controller log file confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined. In addition, a direct correlation between the device and the report of low flow alarms, gastrointestinal bleeding, driveline infection, and sepsis could not be conclusively established. The submitted system controller log file contains data from 20apr2017 through 31may2017. Six low flow hazard alarms were observed throughout the log file, occurring on 24may2017, 27may2017, 29may2017, and 30may2017. These alarms corresponded with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Despite the observed low flow events, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. Infection, bleeding, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.